Event description:
At least 6 times in the last 24 hours, staff have found baxter "0.9% sodium chloride injection usp" 1000ml bags without a barcode printed on the bag. With no barcode on the bag, this can cause a delay in care with the nurse having manually enter in the IV solution information instead of just quickly scanning the barcode. The missing barcodes have only been found with one lot #, and it is not every bag in that lot number.